Event description:
The user facility reported that they had a diagnostic heart cath, the sheath was working just fine until it was pulled out and appeared broken in the body. They were able to remove from the patient. The patient had a history of coronary artery disease. There was no blood loss. In order to remove the device out of the body, they had to hold pressure and then had to drag device out. Additional information was received on 10feb2025: the sheath broke close to the hub, approximately 1cm. The vessel was not tortuous at the location of the break. The patient was stable, and the procedure was completed as intended. The break was noticed at the end of the case.

Manufacturer narrative:
A1: patient identifier: requested, not provided . A3b: gender: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted . E3: occupation: cardiology manager. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide additional information in sections a5, a6, b5, g2, h10 and to update section h3 and provide the completed investigation results. One 6fr ik sheath and packaging were returned to terumo medical corporation for assessment. The sample was subject to visual analysis. The sheath is separated 0.4-0.6cm from the sheath hub. The broken end of the sheath is torn. The complaint can be confirmed for a sheath breakage. The exact root cause cannot be determined. The likely root cause is the sheath was withdrawn in the face of resistance based on the state of the returned sample. The end of the sheath is stretched and torn, indicating the sheath was pulled until separation occurred. The chief medical officer and pace were notified about this complaint. The device history record was reviewed to ensure each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Currently, no action is recommended since the risk evaluation is within the predetermined limits in hazard based risk table (hbrt).

Event description:
On 04mar2025 terumo medical received FDA medwatch report # mw5166491. The event description states: "during a diagnostic heart catheterization a 6 fr 10cm sheath was used. At the end of the case the provider pulled the sheath out and the catheter was not intact. About 9cm of the sheath was still in the femoral artery. Physician held pressure until he was able to remove the broken sheath from the artery. Patient was monitored closely in recovery for signs of injury/harm. Follow up phone call with case management reported no issues at access site for procedure. Manufacturer was notified and report filed regarding the device failure. All sheaths with that lot number have been removed from the cath labs/storerooms."